Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous vessel. A 33/7/2/65 equalizer balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured. The device was removed and the procedure was completed with another device. No patient complications were reported.